Manufacturer narrative:
Batch review performed on 7 january 2021: lot 1810850: (B)(4) items manufactured and released on 22-mar-2019. Expiration date: 2024-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 7 january 2021. Ball heads: mectacer 01.29.232h head biolox option ø 36 (k131518) lot. 19c0009: lot 19c0009: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
4 months after the previous revision surgery the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the biolox head and sleeve, and face changing liner. The surgery was completed successfully. The first revision surgery was performed also due to dislocation (head and liner revised).